Manufacturer narrative:
During patient monitoring, an s12 physiologic patient monitor lost ECG monitoring functionality without providing an alert to the user. There was no harm to the patient as the fault was immediately identified by the user. Malfunction was reproducible in manufacturer investigation. The account returned the device to the manufacturer and was given a replacement. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
S12 physiologic patient monitor lost ECG monitoring during use with patient without providing any alert to the user. There was no injury or death associated.